Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water tank. The patient reported using an ozone-based disinfection device. The patient reports the latch isn't effectively securing tank/vacuum when in use causing substantial loss in the air pressure of the mask. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water tank. The patient reported using an ozone-based disinfection device. The patient reports the latch isn't effectively securing tank/vacuum when in use causing substantial loss in the air pressure of the mask. There is no allegation of serious or permanent harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of visible foam particles. During the evaluation, there was no error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation and unit was dispostioned. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.